Event description:
It was reported that a patient had a break in aseptic technique, specifically touch contamination, during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient being covered in dust and not performing adequate cleansing prior to starting pd therapy. The peritonitis was manifested by abdominal pain and nausea. The day following the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy with vancomycin was reported to be completed in the same month as this report. Four days after being hospitalized for the peritonitis event, the patient was discharged. The patient was recovered from the peritonitis event. The patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.